Event description:
Caller reported the display on the pump is defective. Preliminary evaluation found there is a black mark on the display. The legibility of the display is not affected. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.